Manufacturer narrative:
Qn#(B)(4). A visual, functional, or dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for et tube, cf,7.5 lot# 73c1900689 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the doctor found that the cuff cannot deflate when using it on a patient. A new one was used and there was no desaturation or other patient impact.